Event description:
Approx one hour into a routine hemodialysis treatment, pt developed chills, 102.5 f fever, and had a panic attack. Treatment was discontinued and pt transported to ER. Pt admitted to rule out sepsis. Blood cultures were negative. Clinic nurse obtained samples using sterile technique from the water purification pack and the dialysate sack for culture and lal testing. Pt received two doses of antibiotics levaquin and daptomycin, potassium due to low blood potassium level, and epogen due to decrease in hemoglobin. Pt was discharged in 2008 with no further medical intervention reported.

Manufacturer narrative:
Dialysate sack was discarded and not available for eval by nxstage. Therefore, it could not be inspected for damage. Exact lot number used could not be provided. Two possible lot numbers were provided. Mfg quality control records for both lots were reviewed and no problems were found. No similar problems have been reported with either lot reported or any other lots. This appears to be a random, isolated event. Exact cause is unk but is most likely user contamination since no other events have been reported. Device labeling contains appropriate instructions and warnings regarding the use of aseptic technique when handling disposable connections. Nxstage medical considers this report closed. No additional info will be provided